Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Building service coordinator reported "no occlusion alarm". No patient injury reported.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed from 01 jan 2021 to 10 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii plus, serial number (B)(6) was reviewed, and it was discovered that the pump logged an upstream occlusion but no downstream occlusion error during a patient's infusion. But the test was then performed on the nimbus ii plus, serial number (B)(6) where the pump displayed the upstream occlusion error message and then produced an alarm sound. Similar results for downstream occlusion. The pump delivered the med normally once the block was removed. The reported complaint of a no-occlusion issue was confirmed in the event log, and the performance test was not repeated the reported complaint. The pump was found to be operating inside the specification.